Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation updated field(s): d8, g1, h2, h6, h11 corrected d7a - ni should have been no the device was not returned to olympus for inspection therefore the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the cutting wire on the papillotomy knife broke while cutting into the ampulla. The reported issue occurred during a therapeutic endoscopic retrograde cholangiopancreatography (ecrp) to enter the common bile duct (cbd) for a tumor. The procedure was aborted and the doctor was unable to place a stent. There were no reports of patient harm.